Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The nurse reported via phone call that the customer had severe low episodes. It was reported the customer's blood glucose declined from 200 mg/dl to 30 mg/dl. The customer's mother also reported insulin would shoot out during the prime process. The customer's blood glucose was 187 mg/dl earlier in the morning. The customer's mother declined to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.